Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Reviewed error logs, and found a low frame rate error that prevented the user from taking x-rays. The error went away after the system was rebooted. This appears to be a one-off issue. The system is functioning normally. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was beeping more than normal after acquiring 2d images. The system was rebooted and the issue persisted. The user was still able to acquire images for the procedure, and the case was completed successfully after a 5 minute delay. The patient was not impacted.